Event description:
Bii symptoms; I had allergan saline implants placed in 2006. One ruptured in 2015. They were replaced with allergan silicone at the surgeons recommendation. I have since had: chronic fatigue, memory loss, brain fog, muscle aches, hyperparathyroidism, hypercalcemia, raynauds; shortness of breath, unable to take deep, breath neck/back pain, flu like symptoms, joint pain; dry skin, dry mouth, gastrointestinal issues, lymph node swelling, insomnia, anxiety, depression; inflammation, cardiac arrhythmias, syncope, weight gain. I had a parathyroidectomy last year and had my calcium corrected as a result but continue to have these awful symptoms that have taken over my life. My breasts have hurt for over 10 years and I have to wear a fully supported bra 24/7 despite only having a c cup which was my natural breast size prior to implants. I get swollen breasts and lumps in them that are extremely painful. I constantly feel like I cannot take a deep breath as if there is weight on my chest and a squeezing of my lungs. I have such brain fog and memory loss that I was diagnosed with adult add and take a high dose of vyvanse, but still cannot focus or recall the most basic of things. I am prescribed sleeping aids for the insomnia which only works a fraction of the time. I am currently wearing my second 30 day cardiac monitor to determine why my heart rate jumps to near 200 and drops to 30 causing me to have a syncopal episode. I have had nocturnal and supine syncopal events which can rule out a vaso vagal response of any kind. I have seen gastrointestinal physicians to no avail. I am prescribed anxiety medication as well. I am a medical provider in the critical care setting as well as a clinical educator for a medical company, so I maintain a healthy lifestyle and have no major medical defects that could be the cause of so many long standing issues. I am researching surgeons for explantation and am hoping to have that done soon. My recent lab work performed within the last month appears unremarkable. I have suffered from so many breast implant illness symptoms for so long that it's hard to ignore any longer leading me to the only conclusion left, to pay thousands of dollars out of pocket to remove the foreign objects in my body that are the known carriers of such toxins as heavy metals. I have been seen by and referred to so many specialists throughout the year to try and figure out the cause of so many symptoms but none have been able to pinpoint the cause. I was diagnosed with raynauds last year. The raynauds is so bad I can walk from the door to the car in the garage and if the temperature is below 65, my hands will turn white and I'll have no circulation to them for minutes at a time. It's extremely painful. I work on an ambulance as well and it effects my work. Breast implant illness is real. FDA safety report ID# (B)(4).